Manufacturer narrative:
The actual device was returned and an evaluation is complete. Visual inspection with magnification was performed and noted a small tear. Functional leak testing was performed by filling the bag with tap water, a leak was observed on the front of the bag at the 200ml graduation mark where the letter ¿d¿ in trademark is stamped. The reported condition was confirmed. The cause of the condition could not be determined. This issue is being further investigated. Sixteen (16) companion samples in the overpouch were returned for evaluation along with the actual sample. A visual inspection with magnification and functional leak testing was performed on two (2) of the companion samples with no issues noted. The reported issue was not duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of 2000ml exactamix eva tpn bags had leaked from the front of the bag near the 200ml graduation mark. This event occurred before use of the device. There was no patient involvement. No additional information is available.